Event description:
The patient has 2 scs systems. It was reported one of the patient's scs ipgs was replaced due to the inability to properly hold a charge.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.